Event description:
It was reported, that during a da vinci-assisted paraesophagal hiatal hernia surgical procedure. The permanent cautery hook (pch) instrument allegedly "sparked" during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was inspected, prior to use and no damage or anything out of the ordinary was noted. Damage to the instrument/accessory was not noted, after the alleged "arcing" event. The cannula was inspected prior to use. The pin gauge was not used to inspect with the cannula in the field. The gauge pin test was completed in sterile processing department with processing. Sparks were observed in the wrist area of the instrument. The surgical task that was being performed, when the arcing event occurred was cautery. A monopolar energy was activated when the arcing event occurred. Site was unsure if cautery used was cut or coag. The instrument was connected properly. The generator used was an integrated electrosurgical unit erbe generator. The settings used on the generator was cut: 3, coag: 3. The issue happened, during initial attempt at cautery with the instrument. The other instrument used during arcing event was a cadiere forceps instrument. The instrument tip(s) did not touch any staples, clips or sutures while energized. The instrument tips did not collide with any other instrument or tool, during the procedure. When the arcing event occurred, the instrument tip(s) was not in contact with tissue. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris), prior to activating the instrument. There was no injury/harm to the patient. The patient did not return to the hospital, due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the arching on the instrument. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the pch instrument and performed the failure analysis (fa). The fa investigations confirmed, and found damage to the conductor wire insulation. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed, by cutting the distal clevis and removing the conductor cap. The conductor wire insulation was damaged, and the internal wire was exposed. The conductor wire was still attached to the yaw pulley. Thermal damage was observed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy with signs of arcing on all attempts. Additionally, further inspection found, thermal damage on the distal clevis. The complaint was confirmed by failure analysis, which indicates, that the device did contribute to the customer reported issue. The root cause of the broken conductor wire is primarily associated to device design, as conductor wire management issues can result in damage to the wire itself and the weld. The conductor wire is not properly constrained to the hypotube, and the non-round yaw pulley cap allows for the wire to escape or pinch. Damage to the instrument¿s conductor wire can also, occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to dislodgement and pinching. The root cause of the thermal damage is primarily associated to the use conditions of monopolar energy. If the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis, but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling. Which, is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user, as the distal electrode should always be visualized when energy is activated.